Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the handle of the trapezoid basket broke during an attempt to manually crush a stone. The basket was pulled out from the patient and another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on june 30, 2022. During the procedure, the handle of the trapezoid basket broke during an attempt to manually crush a stone. The basket was pulled out from the patient and another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of handle break. Block h10: the returned trapezoid basket was analyzed, and a visual evaluation observed that the handle cannula was detached. The device was returned with the internal wires, including the handle cannula, outside of the device. The working length and internal wires were bent. The proximal screw was noted to have a flat tip and the distal screw has the tip pushed inward. Under magnification, slight marks of fastening screws were noted on the handle cannula. Dimensional inspection confirmed the side car rx was pushed back approximately 1.5 mm which is out of specification. The depth and length of the screws were measured, and the length of both screws were found less than the minimum tolerance. The reported event that the handle broke was not confirmed. Based on all available information, it was determined that the most likely cause is attributable to the supplier of the screws. Due to the condition of the screws, the proper fastening is not given. So the force applied when activating the device causes the detachment of the handle cannula. The slight screw marks leaving on the handle cannula are evidence of the fastening of the screws was not enough. It is possible that the detachment of the handle cannula could have been interpreted as handle break. Therefore, the most probable root cause is manufacturing deficiency. The side car rx pushback, working length bent, and wire bent could have been caused as consequence of the manipulation or the detachment of the handle cannula during the procedure. Therefore, the most probable root cause of the issues found in the product analysis is adverse event related to procedure. A review of the manufacturing documentation for this reveled that no anomalies or deviations related to the event occurred during manufacturing.